Event description:
It was reported that a patient presented with crosstalk, inappropriate low voltage output and functional under-sensing noted on the patient's pacemaker. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that no intervention was reported, and the patient continue to be monitored remotely.